Manufacturer narrative:
The insulin pump passed all functional tests including displacement, and self test. No hardware low level failure alarm was noted during testing; however, hardware low level failure is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly/absence of alarms were noted during testing. The insulin pump received with a crack on the battery tube. Also the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures alarm. Customer¿s blood glucose level at the time of incident was unknown. Customer stated that insulin pump passed self test. Insulin pump will be returned for analysis.